Manufacturer narrative:
(B)(4). Device passed the operating currents, self test and displacement test. No low battery alert and no unexpected restart alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the insulin pump unexpected restart. A cold reset was performed. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting was performed. The customer stated that the alarm happened after replace a battery. The device will be returned for analysis.